Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs300 intra-aortic balloon pump (iabp) helium leak problem. There was no patient involvement reported.

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11 corrected fields: d5, e1(name, email address), e2, e3, e4, g2 a getinge field service engineer (fse) tested according to the manufacturer's protocol and operational and detected a helium leak. Fse redid the seal at the caliper, and there was no more leak.